Event description:
It was reported that log file review captured battery voltages that were slightly below average. The patient was given all new batteries and clips but the patient continued to have alarms. Low voltage readings were attributed to worn controller leads and the patient's controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: puncture near the strain relief on the connector of the white power cable. Fluid ingress covering the protective layers of the black power cable and white power cable . Fluid ingress on the insulation of the black power cable inner wires. The reported event of atypical low voltage advisory alarms was confirmed via analysis of the log files; however, the reported event was not reproduced during testing of the returned heartmate ii system controller (serial number: (B)(4)). The submitted log file and the log file downloaded from the returned controller contained approximately 7 days of data combined ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). Intermittent low voltage advisory alarms that were not associated with regular battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the low voltage threshold while connected to the 14v batteries. The driveline was disconnected on (B)(6) 2022 at 13:57:19 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned controller operated in a mock circulatory loop at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand; the returned controller was tested while connected to test 14v batteries and no issues were observed. The reported alarms were not reproduced during evaluation of the returned controller. Raised resistances were observed on the underlying wires of both power cables, including the rsoc wire of the black power cable; this is indicative of conductor breakdown on the power cables. Conductor breakdown of the rsoc wire on the black power cable could have resulted in the reported alarms. The root cause of the reported event could not be conclusively determined through this analysis; however, the increased resistance observed on the black power cable could have contributed to the reported alarms. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. Heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 21jun2019. No further information was provided. The manufacturer is closing the file on the event.